Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a patient's husband notified the nursing staff that he felt his wife felt hot. The patient was receiving ivf with 20 meq potassium and 4 grams of magnesium over 2 hours in 500 ml bag. The infusion started 15 minutes prior and was noted to be half gone. The clinician rechecked the rate on the pump and it was programmed correctly at 284 ml/hr with a remaining 1 hour and 45 minutes left. The patient's bp was stable and the clinician notified pharmacy who instructed them to infuse the remainder of ivf at a lower rate. The devices were replaced with no further issues. There was no patient harm.